Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient experienced a high blood glucose level of over 600 mg/dl. The patient was treated with a manual injection. Their blood glucose value was 200 mg/dl at the time of the call. The caller also mentioned that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed on the insulin pump for high readings. The drive support cap appeared normal. The caller declined to check for the presence of leaks or air bubbles, check for any site or insulin issues and to check to see if their device settings were correct. The caller was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.